Manufacturer narrative:
(B)(4). Batch # m54g9p. The analysis found that one sr75 reload was received fully loaded with staples, locked and with the "doghouse" component of the cartridge damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the staff noticed the blade was visible in the packaging. Unknown how procedure was completed as issue was observed in hospital stock. There were no patient consequences reported.